Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition, a cracked right plunger case and no visible contamination. The event history log was reviewed and there was no evidence of the reported issue. A syringe and occlusion test were performed and the pump was noisy when using infusion rate 300 ml / hr. The motor noise was caused by a combination of the motor assembly and the lack of grease on the worm coupling cavity. This issue was likely caused by normal wear given the pump is over 6 years old. Multiple parts of the motor assembly were replaced and grease was re-applied on the worm coupling cavity.

Event description:
Information was received indicating that a smiths medical medfusion pump had a noisy motor that needs to be replaced. There was no reported adverse event.